Event description:
It was reported that the patient presented to surgery with l5-s1 dysplastic spondylolisthesis l4-5, ddd, left l5 radiculopathy. The patient underwent a procedure for l4-5-s1 bilateral fixation with screws/rods; bilateral lateral mass fusion with iliac graft; l5-s1 alif with allograft and bmp; l4-5 alif with allograft and bmp. At 11 months post-op the patient presented with broken implants. At 19 months post-op the patient underwent additional surgery for removal of posterior segmental spinal fixation bilateral; exploration and augmentation of bilateral posterior lateral fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).